Event description:
The surgeon inserted a toric single piece silicone lens model aa4203tl into pt's eye and the haptic tore. The surgeon removed & replaced the lens with another model lens without enlarging the incision. No pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn in half and one plate haptic is torn off & missing. Clear and reddish surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.